Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000mcg/ml at 97cg) via an implantable pump for intractable spasticity. It was reported that the pump was infected at the site of the pump. It occurred approximately one week after the patients refill. It was unknown if there were any environmental/ external/patient factors that may have led or contributed to the issue and it was unknown if there were and diagnostics performed. The pump and catheter were explanted on (B)(6) 2021. The issue was resolved at the time of the report. The pump was being replaced on (B)(6) 2021.